Event description:
It was reported that the implantable pulse generator (ipg) device displayed question marks for the remaining longevity measurement. Only battery voltage was shown. The device remains in use. No patient complications have been reported as a result of this event.